Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that the stopper was detached. Both returned syringes were examined and no stopper was detached from the plunger rod. However, one sample exhibited a deformed stopper. Unable to perform DHR check stopper separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. A visual evaluation of the photo was performed: (1) syringe with a wrinkled stopper inside the barrel. (1) syringe with no obvious manufacturing defects. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found experiencing two occurrences of deformed stoppers before use. The following has been provided by the initial reporter: the stopper was detached.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found experiencing two occurrences of deformed stoppers before use. The following has been provided by the initial reporter: the stopper was detached.